Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. Two devices were received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. However, when the device cuff was massaged per the instructions for use, the inflation problem resolved. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. As no manufacturing related issues were identified, no actions have been assigned at this time.

Event description:
It was reported a second device from a different lot number was pulled and failed to inflate. There was no patient involvement and unknown patient harm/adverse event reported. The patient was readmitted from home within 24 hours of discharge in severe resp distress. Trach removed found balloon to only be inflated on 1 side and this was the 2nd trach mom had changed out at home to get patient resp status settled. It was found prior to placement but the trach already in the patient also seemed affected. The patient readmitted within 24 hours of going home in severe respiratory distress. Medical intervention was required, increased ventilator support, increased airway clearance and bronchodilator interventions necessary.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.